Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of imagery provided confirmed presence of calcification in the landing zone. Photos provided of the complaint device provide evidence of a radial & longitudinal tears in the balloon material. In this case, balloon burst was confirmed based on imagery provided. Available information suggests patient factors likely contributed to the event as provided patient imaging confirmed presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist during a tavr procedure with a 29mm sapien 3 ultra valve, the 29mm commander delivery system balloon tore during deployment. The device was removed without incident. There was no extra volume added. Per photos provided, the balloon was burst.